Event description:
It was reported that the customer had high blood glucose levels of 232 mg/dl. The mother of the customer reported that the buttons of the insulin pump were unresponsive. The mother of the customer reported that the insulin pump might have been exposed to sweat. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device was monitored for six hours and no unexpected programming of bolus anomaly was noted. The unit was received with cracked reservoir tube lip and minor scratched lcd window.